Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/(tissue) around the helix. Subsequent testing identified that lead resistance measured normal. Based on x-ray observation of severely deformed stretched coils (inner and outer) near the lead tip, is apparent induced explant damage. Laboratory analysis was able to confirm the root cause of the reported damage/defective allegation, was based on the induced stretched cathode and anode coils near the tip. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported during the implant procedure for a crtd system, the right ventricle (rv) lead was implanted and tested it, and all numbers were within range. The physician then implanted a right atrial (ra) and it, tested, and all numbers were within an acceptable range. When trying to cannulate the coronary sinus, the right ventricle (rv) lead dislodged. When the physician tried to remove the rv lead, it got stuck. Such force was required to pull the lead out that it destroyed the rv lead, breaching the insulation such that the coil was exposed. In order to ensure that the entire lead was extracted, he then unfixed the right atrial lead(ra) and used it to help pull the remaining rv lead out of the vessel. The entire rv lead was able to be extracted, but was severely damaged. The physician commented that the vessel was tight, and that it contributed to the damage and force that was needed to explant the two leads. The physician then decided to proceed with cs cannulation via subclavian vein. Once the left ventricle (lv) lead was fixed, he proceeded to implant a new (rv) 0672 and new (ra) 7740 without an issues via the axillary vein. No adverse patient effects were reported. Despite efforts requested for device return, no response was received from the field.

Event description:
It was reported during the implant procedure for a crtd system, the right ventricle (rv) lead was implanted and tested it, and all numbers were within range. The physician then implanted a right atrial (ra) and it, tested, and all numbers were within an acceptable range. When trying to cannulate the coronary sinus, the right ventricle (rv) lead dislodged. When the physician tried to remove the rv lead, it got stuck. Such force was required to pull the lead out that it destroyed the rv lead, breaching the insulation such that the coil was exposed. In order to ensure that the entire lead was extracted, he then unfixed the right atrial lead(ra) and used it to help pull the remaining rv lead out of the vessel. The entire rv lead was able to be extracted, but was severely damaged. The physician commented that the vessel was tight, and that it contributed to the damage and force that was needed to explant the two leads. The physician then decided to proceed with cs cannulation via subclavian vein. Once the left ventricle (lv) lead was fixed, he proceeded to implant a new (rv) 0672 and new (ra) 7740 without an issues via the axillary vein. No adverse patient effects were reported. Despite efforts requested for device return, no response was received from the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated when the analysis is complete.

Event description:
It was reported during the implant procedure for a crtd system, the right ventricle (rv) lead was implanted and tested it, and all numbers were within range. The physician then implanted a right atrial (ra) and it, tested, and all numbers were within an acceptable range. When trying to cannulate the coronary sinus, the right ventricle (rv) lead dislodged. When the physician tried to remove the rv lead, it got stuck. Such force was required to pull the lead out that it destroyed the rv lead, breaching the insulation such that the coil was exposed. In order to ensure that the entire lead was extracted, he then unfixed the right atrial lead(ra) and used it to help pull the remaining rv lead out of the vessel. The entire rv lead was able to be extracted, but was severely damaged. The physician commented that the vessel was tight, and that it contributed to the damage and force that was needed to explant the two leads. The physician then decided to proceed with cs cannulation via subclavian vein. Once the left ventricle (lv) lead was fixed, he proceeded to re-implant a new (rv) 0672 and (ra) 7740 without an issues via the axillary vein. No adverse patient effects were reported. Both leads are expected to be returned for analysis.